Event description:
It was reported by the customer that doctors have difficulty with the insertion for intravitreal (eye) injections. The doctor took a closer look at the needle under a microscope in which he discovered the needles were ridged and barbed. No information was received regarding any serious injury as a result of this product issue.